Event description:
It was reported the patient has been experiencing increased pain at the ipg site since (B)(6) 2014. The exact date of event is unknown. X-rays shows the connector end of the extension is on top of the ipg instead of underneath. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the doctor decided not to perform surgical intervention related to the patient's extension.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.